Event description:
Caller reported a potential false positive result on triage troponin I (tni) test vs. Access instrument. A female pt came to the ed and had cardiac testing performed using the triage meter with a positive tni result. Because of the elevated troponin result with normal other cardiac pacemakers, testing was performed by the lab using the access instrument with a negative result. The pt was admitted and discharged the next day after a normal stress test.

Manufacturer narrative:
Product support tested 2 normal whole blood donors on retained and customer returned profiler lot w48404. Unable to reproduce elevated tni results on retained or returned devices. All data points with normal whole blood donors were within mfg specifications. Cal h (positive control) was tested on profiler lot w48404 for another complaint. All data points within mfg 2sd range on retained devices. Cal z (negative control) tested on customer returned devices. No false positive results were observed. All results provided by customer all below clinical cutoff of 0.40 ng/ml as stated in pi. No high bias or false positive results were observed. (B)(4). No corrective action is required at this time as no product deficiency was established.